Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating a 69 year old patient, presenting with acute myocardial infarction and cardiogenic shock, had endured acute kidney injury on chronic kidney disease with a "possible" relationship to the impella device: as a result, hemodialysis was given and a bumex drip was initiated.

Manufacturer narrative:
The investigation for the reported access site bleed and renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and renal failure could not be determined. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Investigation still in progress. A supplemental will be filed at the completion of our analysis.

Event description:
Upon review of the clinical information received on this complaint event, it appears the patient endured an impella related access site bleed, post procedure. Application of 2 tourniquets was successful in hemostasis.